Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer treated with pump and manual injections. Customer's father reported that the high blood glucose levels began on (B)(6) 2017. Customer's father declined to troubleshoot for high readings. Troubleshooting was performed. The drive support cap appeared flush and the reservoir compartment was broken. The product will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with currents in specification. Unit passed rewind test, basic occlusion test,occlusion test, excessive no delivery test and displacement test. Unit unable to prime during prime test due to faulty force sensor resistor. Unit had minor scratched lcd window, broken reservoir tube lip and corroded battery tube. Drive support disk was inspected and no anomaly was noted. No unexpected excessive no delivery.